Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6)2019 a computed tomography (CT) scan revealed a positive tilt and mesenteric perforation. Tilting to the left with the tip contacting the medial wall of the inferior vena cava (ivc) occurred. Multiple struts perforated the right common iliac vein and were at least 4mm beyond the ivc. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: e1: initial reporter facility name: from: (B)(6) to: no information. Initial reporter address 1: from: no information to: (B)(6). Initial reporter address 2: from: no information to: (B)(6).

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a positive tilt and mesenteric perforation. Tilting to the left with the tip contacting the medial wall of the inferior vena cava (ivc) occurred. Multiple struts perforated the right common iliac vein and were at least 4mm beyond the ivc. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed a positive tilt and mesenteric perforation. Tilting to the left with the tip contacting the medial wall of the inferior vena cava (ivc) occurred. Multiple struts perforated the right common iliac vein and were at least 4mm beyond the ivc. No further patient complications were reported in relation to this event.